Event description:
A patient reported overstimulation and loss of therapy. They were in excruciating, horrific back pain. The patient has two groups, one hd and one not. The patient increased settings; however she reported abdominal stimulation when she increases intensity. The patient did state that her job requires her to lift 60lb cases. The patient said that the target area of stimulation was the lower back and she also feels it in the legs. The patient has spinal issues and herniated, bulging discs throughout her spine. She has fibromyalgia and arthritis in her hands. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.